Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. The flex cable assembly which connects the system and therapy pcb assemblies was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
It was reported that the customer's device would not deliver a defibrillation shock and immediately generated an event code. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the removed flex cable assembly and could not duplicate the reported issue. Based on the event code logged initially, it was recommended by the failure analysis center that the main keypad assembly get replaced. Physio-control then replaced the main keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the removed keypad assembly and observed that the shock button resistance measured a minimum of 1.09k ohms at a 5k ohm range and as a result, intermittently caused the defibrillation charge to be disarmed.